Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) discussed troubleshooting efforts. Ts suspects the device has reached elective replacement indicator (eri) or end of life (eol) and, therefore, data cannot be properly process. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.